Event description:
It was reported that the lens was found dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.